Event description:
The customer reported an issue with not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The technical support guided the customer through the process of filling and loading a new cartridge on the pump, after which the issue was resolved, and the customer was able to resume using insulin normally.